Manufacturer narrative:
The ge rep performed an on site investigation. The camera iris was recalibrated and the tube was repaired. The system was then found to be operating as intended.

Event description:
The customer reported poor image quality especially when using graphs. No report of pt injury.